Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00x24mm promus element plus drug-eluting stent was advance but failed to cross the lesion. It was noticed that the stent struts were lifted up. The device was safely removed. The procedure was completed with another of same device. No patient complications were reported and the patient's status is stable.